Event description:
Complaint is "large blood leak" of the dialyzer with visible blood in the effluent dialysate. The hemodialysis was stopped and the extracorporeal blood was discarded, with estimated blood loss of 240 cc. There were no adverse effects to the pt and no medical intervention was necessary. MDR filed due to the blood loss reported. Co requested further clinical info from reporter. Complaint sample not available, however returning 1 case from same lot, unused for eval.